Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation and the lot number of the device was unable to be ascertained.

Event description:
The sales rep. Stated that on (B)(4) 2015, she was notified by the account that after the surgical procedure was completed, the nurse attempted to vent the system by pulling the red pressure relief knob on the back of the unit, while performing this venting operation, she inadvertently touched one of the black filter canisters located on the back of the unit. Since the filter canister had a buildup of frost on it, the nurse received a cryo blister to her hand. There was no patient involvement. A follow up visit revealed that the nurse's hand healed and that there was no additional consequences.